Manufacturer narrative:
(B)(4).

Event description:
Medtronic received information that during the attempted implant of this mitral annuloplasty ring, the mitral valve repair was unsuccessful due to the patient condition. There was no allegation of a product performance issue. The physician decided to remove this annuloplasty ring and successfully implanted a bioprosthetic valve during the same procedure. No adverse patient effects were reported.